Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/17/2018. Philips field service engineer (fse) confirmed the reported issue. The fse replaced the power supply. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported the unit was not switching on and there was "no power supply". There was no patient or user harm reported as the unit was not in use at the time of the alleged issue. The event date was not specified; estimate used.